Event description:
It was reported that during a treatment procedure, a balloon rupture occurred. The physician advanced a 7.0 x 40, 40cm mustang balloon to dilate an unknown lesion. The mustang balloon was inflated to 24atms and ruptured. The distal balloon ruptured and resulted in a complete separation of the distal and proximal balloons but not a separation of the balloon from the catheter. The procedure was completed a 7mm unknown cutting balloon catheter. No patient complications were reported and the patient's status was okay.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).